Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, and 99% stenosed proximal left anterior descending artery. A 3.0 x 18 mm xience v stent delivery system was deployed causing a distal edge dissection. A 2.5 x 23 mm xience v stent delivery system was used to seal the dissection; however, the dissection exacerbated and a 2.5 x 15 mm xience v stent successfully sealed the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. The xience v referenced is being filed under a separate manufacturing report #.